Manufacturer narrative:
Analysis of the catheter ((B)(4) found no significant anomalies. The catheter was returned in segments and no anomalies were noted on microscopic inspection, catheter was patent, and passed pressure leak testing. Analysis of the catheter (B)(4) found no significant anomalies. The catheter was returned in segments and no anomalies were noted on microscopic inspection, catheter was patent, and passed pressure leak testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-jan-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from three healthcare professionals (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (1,000 mcg/ml, 176 mcg/day) via an implantable pump for intractable spasticity. Information received reported the patient presented to the hcp's office with a large skin sore along the track of the catheter. The event date was reported as (B)(6) 2019. There was no infection found. The environmental, external, or patient factors that may have led to or contributed to the event were, "bed bound patient, lives in nursing home". There were no diagnostics or troubleshooting performed. A new catheter was tunneled across the patient's abdomen from the pump pocket on (B)(6) 2019. The spinal segment distal to anchor remained implanted and active. A new 8781 was connected to it. The issue was resolved at the time of this report. The patient's status was alive - no injury.